Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's abdominal surgery where electrocautery was being used, the device experienced electromagnetic interference (emi) and noise, and the patient received inappropriate shocks. The physician also inquired why the joule output of the implantable cardioverter defibrillator (ICD) was lower than expected, and it was later determined that this was likely due to the emi with the device. A subsequent device check showed normal function. The ICD remains in use. No further patient complications have been reported as a result of this event.